Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that skyplate not working. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that detector had been dropped, leading to significant artefacts appearing on the image. Attempts to calibrate the detector were unsuccessful, as it failed at the first of the eight required tests and did not pass the image quality checks. A skyplate detector replacement form was completed, and a quotation was sent to the customer. The system was handed back to the customer for clinical use, with only the small skyplate detector removed from service as it is currently non-operational. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate not working. The device was not in clinical use and there was no patient or user harm.